Event description:
It was reported that during a de novo, none-mildly calcified, 90% stenosed, right internal carotid artery acculink stenting procedure, with the stent expansion, the patient experienced hypotension and bradycardia. Common medications, atropine and phenylephrine (sudafed), were administered and the symptoms resolved. After the procedure, the patient again experienced hypotension and bradycardia. Intravenous fluids and sudafed 60 mg were administered. That night, the patient experienced hypertension due to the intravenous fluids and sudafed 60 mg and the patients dose of sudafed was decreased to 30 mg. The patient continued to go back and forth, from hypotension to hypertension. Trazadone and alprazolam medication were started and the patient was monitored in the hospital until (B)(6) 2013. The symptoms resolved without an adverse patient sequela on (B)(6) 2013, and the patient was discharged home on (B)(6) 2013 on trazadone medication. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia, hypertension, and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.